Manufacturer narrative:
Image review: two static images were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve implantation attempt an infold occurred. The infolded valve was not implanted and was deployed on the sterile field confirming an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. In this case, it is not possible to rule out that possible misload might have contributed to the infold. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was not identified during the loading process. The valve was initially deployed and recaptured two times due to the implant depth. On the third deployment attempt, the infold in the valve frame was observed. Moderate-severe aortic regurgitation was noted.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a large calcified mass at the posterior commissure and a type 0 bilobed flap, upon initial deployment, an inward infold was observed in the valve frame. A lot of aortic valve regurgitation was noted. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012268500); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the moderate-severe regurgitation was paravalvular leak.